Manufacturer narrative:
Per tandem¿s t:flex user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 301 mg/dl and it was addressed with manual injections. Reportedly, the cartridge had been in use for 3 days and the customer used humalog insulin. During troubleshooting with tandem's technical support, it was noted that there were small air bubbles by the luer lock. Recommendation was made to change the supplies.